Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 3 of 4. The patient reported feeling extremely full. A review of the patient¿s treatment records identified that the patient drained 6000ml manually after cancelling treatment during drain 3. This drain volume is greater than 200% of the patient's prescribed fill volume of 2000 ml. It was also reported that the cycler was not draining (no alarm). As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete their peritoneal dialysis treatment on the day of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3 plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed that the paint was discolored on the heater tray. The fresenius logo on the pump door was damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During cycler testing, an le19 (m01-19 unexpected fpga reset) occurred. A check of the voltage reading showed that the 5 volt displayed value was out of specification. Voltage check failed. Check/jostle the dc power cable, when jostling the dc connector at the backplane board, the 5 volt display value improperly changed from 4.99 v to 5.09v replaced dc power cable and an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. During the simulated treatment, a dc (drain complication encountered) warning occurred, as expected, when intentionally restricting the patient line during a drain phase (drain 2). No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Correction: h6.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 3 of 4. The patient reported feeling extremely full. A review of the patient¿s treatment records identified that the patient drained 6000ml manually after cancelling treatment during drain 3. This drain volume is greater than 200% of the patient's prescribed fill volume of 2000 ml. It was also reported that the cycler was not draining (no alarm). As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete their peritoneal dialysis treatment on the day of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 3 of 4. The patient reported feeling extremely full. A review of the patient¿s treatment records identified that the patient drained 6000ml manually after cancelling treatment during drain 3. This drain volume is greater than 200% of the patient's prescribed fill volume of 2000 ml. It was also reported that the cycler was not draining (no alarm). As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete their peritoneal dialysis treatment on the day of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.